Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient and stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). Upon attempting to advanced a 4.00 x 24 synergy drug-eluting stent to treat the lesion, the device got hung up on the proximal part of the lesion. The physician then used a non-bsc guide extension catheter and eventually used a buddy wire but still could not deliver the stent. The mid/distal lesion was dilated with a 3.5x15 emerge balloon catheter but still the device would not advance past the proximal portion. Subsequently, a non-bsc guidewire and 300 mm non-bsc guidewire were also placed in the rca and the physician attempted to deliver the device again but upon pulling the device into the non-bsc guide, the stent came off from the balloon. The physician then tried to pull the device and wire into the guide but failed to do so. After that, the physician proceeded with advancement of a 1.20x20 otw non-bsc balloon catheter to pass through the stent and inflate it and pull it into the guide but still was unsuccessful either. A 2.50x8 emerge balloon catheter was then used and placed in through the stent distal to it and inflated the balloon. The physician then pulled back the emerge balloon and wire to the guide and attempted to retrieved also the stent but this just caused the stent to be deformed. By this time, the stent was in the aorta and a radial approach was attempted. The guide was then pulled back and the stent was pulled from aorta to the subclavian artery into the radial artery with the 2..5x8 emerge balloon inflated distal to the stent, but still was unsuccessful. The physician then decided to upsize to a bigger sheath (7f) in the radial artery hoping it would have the inner diameter need to pull the stent into it. With that, the stent was able to be retrieved into the 7f sheath. The procedure was completed with a different device. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us, mr 4.0 x 24mm stent delivery system (sds); was not returned for analysis. The stent attached to a snare was only returned for this complaint. The stent was returned on a snare. The stent was stretched in the mid-section and squashed/bunched at both proximal and distal ends. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient and stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). Upon attempting to advanced a 4.00 x 24 synergy drug-eluting stent to treat the lesion, the device got hung up on the proximal part of the lesion. The physician then used a non-bsc guide extension catheter and eventually used a buddy wire but still could not deliver the stent. The mid/distal lesion was dilated with a 3.5 x 15 emerge balloon catheter but still the device would not advance past the proximal portion. Subsequently, a non-bsc guidewire and 300 mm non-bsc guidewire were also placed in the rca and the physician attempted to deliver the device again but upon pulling the device into the non-bsc guide, the stent came off from the balloon. The physician then tried to pull the device and wire into the guide but failed to do so. After that, the physician proceeded with advancement of a 1.20 x 20 otw non-bsc balloon catheter to pass through the stent and inflate it and pull it into the guide but still was unsuccessful either. A 2.50 x 8 emerge balloon catheter was then used and placed in through the stent distal to it and inflated the balloon. The physician then pulled back the emerge balloon and wire to the guide and attempted to retrieved also the stent but this just caused the stent to be deformed. By this time, the stent was in the aorta and a radial approach was attempted. The guide was then pulled back and the stent was pulled from aorta to the subclavian artery into the radial artery with the 2.5 x 8 emerge balloon inflated distal to the stent, but still was unsuccessful. The physician then decided to upsize to a bigger sheath (7f) in the radial artery hoping it would have the inner diameter needed to pull the stent into it. With that, the stent was able to be retrieved into the 7f sheath. The procedure was completed with a different device. No patient complications were reported and the patient was not harmed.